Event description:
Reporter indicated via a suicidal assessment form received to the manufacturer that a vns pt had made a suicidal gesture. The gesture was rated at minimal intent, no danger to life or a medical threat, and probable relationship to a mental disorder. Follow up with the reporter revealed the relationship of the suicidal gesture to the vns is unknown. Medication was given as an intervention. The pt has a pre-vns history of suicidal gestures. No vns programming changes or other changes preceded the suicidal gesture. The pt was receiving vns therapy at the time of the gesture, but the vns has since been disabled at the patient's request. The vns may be turned on at a later date. An additional suicide gesture was reported on (B)(6) 2010; there was no intent and no danger to self, and moderate preoccupation with suicidal thoughts. The vns was disabled prior to this event.